Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection and open wound. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Concomitant medical products: gore-tex dual mesh 15x19x1 cm (product ID: 1dlmcp04, lot no# 04320965) h6: patient codes - (B)(6) (sinus tract). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, draining sinus tract, cocci, purulent material, blood stained fluid, mesh migration, wrinkled mesh, scarring, mesh exposed, scar tissue, fibrosis, fascia weakness, granulation tissue, and open wound. Post-operative patient treatment included revision surgery, removal of mesh, wound vac, antibiotics, sutures removed, excision of sinus tract, hernia repair, excision of scar tissue, debridement of granulation tissue, primary closure of abdominal wall skin and subcutaneous tissue, and incision and drainage of wound infection.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, draining sinus tract, cocci, purulent material, blood stained fluid, mesh migration, wrinkled mesh, scarring, mesh exposed, scar tissue, fibrosis, fascia weakness, granulation tissue, fistula, adhesions, chronic pain, open wound, disability, depression, anxiety, and abscess. Post-operative patient treatment included revision surgery, removal of mesh, wound vac, antibiotics, sutures removed, excision of sinus tract, hernia repair, excision of scar tissue, debridement of granulation tissue, primary closure of abdominal wall skin and subcutaneous tissue, incision and drainage of wound infection/abscess, and medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, draining sinus tract, cocci, purulent material, blood stained fluid, mesh migration, wrinkled mesh, scarring, mesh exposed, scar tissue, fibrosis, fascia weakness, granulation tissue, fistula, adhesions, chronic pain, open wound, disability, depression, anxiety, inflammation, staph aureus, bacterial infection, fluid collection, redness, edema, fever, chills, erythema, cramps, cellulitis, rash, abdominal pain, pneumoperitoneum, small bowel obstruction, constipation, weakness, discomfort, induration, hematoma, cyst, nausea, firmness to right of lower incision, and abscess. Post-operative patient treatment included revision surgery, removal of mesh, wound vac, antibiotics, sutures removed, excision of sinus tract, hernia repair, excision of scar tissue, debridement of granulation tissue, primary closure of abdominal wall skin and subcutaneous tissue, incision and drainage of wound infection/abscess, CT scan, admission to hospital, drains placed, take down of adhesions, resection of distal jejunum, weakened fascia excised, aspiration of hematoma/cyst/seroma, and medication.

Manufacturer narrative:
Additional information: a4, a5b (patient race), b5, b6, b7, h6 (added patient and imf codes) ime 2402: sinus tract, pneumoperitoneum, induration, firmness to right of lower incision. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, draining sinus tract, cocci, purulent material, blood stained fluid, mesh migration, wrinkled mesh, scarring, mesh exposed, scar tissue, fibrosis, fascia weakness, granulation tissue, fistula, adhesions, chronic pain and open wound. Post-operative patient treatment included revision surgery, removal of mesh, wound vac, antibiotics, sutures removed, excision of sinus tract, hernia repair, excision of scar tissue, debridement of granulation tissue, primary closure of abdominal wall skin and subcutaneous tissue, and incision and drainage of wound infection.